Event description:
It was reported that they began rewarming this morning at shift change. Therapy was stopped and water flow rate (wfr) was 0 l/m. Restarted therapy and arctic sun device alerted water reservoir empty. Added water to device and it took about 1l of water to fill. Had issues with low flow and repositioned pad lines. Now device was alerting 113 reduced water temperature control. Patient temperature (pt) was 32.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 25c, water flow rate (wfr) was 0.5 l/m. System diagnostics, outlet monitor temperature (t1) was 26.3c, outlet control temperature (t2) was 26.3c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29%, mixing pump command (mpc) was 0, heater commend was 9, water reservoir level (wrl) was 5, system hours 1677, pump hours 1601.8. Advised it could be a 2-part issue where the device was overfilled but they also need to address the flow rate. Heater was unable to enable when water flow rate (wfr) was 0.5 l/m or lower. Walked through stop therapy, disconnect pads and drain 16 ounces of water from right drain port. Reconnected pads with all lines straight and using proper technique. Water flow rate (wfr) was stabilized at 0.3 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from rep to send in for investigation. Sn (B)(6). Per follow up information received via phone on 21nov2025, transferred to charge nurse who stated they have been unable to get ahold of their representative for pick up. They requested a box be sent in case it arrives prior to representative being able to pick up. They confirmed that after the pads had been exchanged there were no further issues with device rewarming patient. They were unsure what the previous flow rate had been with the original pad set, so they could not confirm if it had been low flow or the overfill that caused the issue. They said there were no notes regarding the device overfill in their record.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: 1. No obvious visible defects such as cuts or tears in the foam. 2. No visible chips or deformities at the ends of all connectors. 3. Tubing for all the pad noted no kinks present. 4. Hydrogel was intact with pad and not separated. 5. No crushed dimples or signs of overlamination in the pad. The reported issue could not be verified without further testing. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they began rewarming this morning at shift change. Therapy was stopped and water flow rate (wfr) was 0 l/m. Restarted therapy and arctic sun device alerted water reservoir empty. Added water to device and it took about 1l of water to fill. Had issues with low flow and repositioned pad lines. Now device was alerting 113 reduced water temperature control. Patient temperature (pt) was 32.7c, targeted temperature (tt) was 36.5c, water temperature (wt) was 25c, water flow rate (wfr) was 0.5 l/m. System diagnostics, outlet monitor temperature (t1) was 26.3c, outlet control temperature (t2) was 26.3c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was negative 7psi, circulation pump command (cpc) was 29 percent, mixing pump command (mpc) was 0, heater commend was 9, water reservoir level (wrl) was 5, system hours 1677, pump hours 1601.8. Advised it could be a 2 part issue where the device was overfilled but they also need to address the flow rate. Heater was unable to enable when water flow rate (wfr) was 0.5 l/m or lower. Walked through stop therapy, disconnect pads and drain 16 ounces of water from right drain port. Reconnected pads with all lines straight and using proper technique. Water flow rate (wfr) was stabilized at 0.3 l/m. Advised to swap out to alternate set of pads and set these aside for follow up from rep to send in for investigation. Sn (B)(6). Per follow up information received via phone on 21nov2025, transferred to charge nurse who stated they have been unable to get ahold of their representative for pick up. They requested a box be sent in case it arrives prior to representative being able to pick up. They confirmed that after the pads had been exchanged there were no further issues with device rewarming patient. They were unsure what the previous flow rate had been with the original pad set, so they could not confirm if it had been low flow or the overfill that caused the issue. They said there were no notes regarding the device overfill in their record.